Event description:
Our (B) (4) distributor reported that during receiving and inspection of this device, they found the bur came loose from the clamshell inside the sterile packaging. The distributor did not report any compromise to the sterility of the package.

Manufacturer narrative:
Investigation findings: conmed linvatec received this bur and packaging for eval. An eval confirmed that the bur were not retained in the inner clamshell resulting in scratch marks on the packaging, which has the potential to compromise product sterility.